Event description:
The surgeon inserted a 3-piece silicone lens model aq2010v. The lens had come out of the patient's eye during insertion and the cause of this issue was unknown. The surgeon decided to use another lens since the lens was no longer sterile. There was no patient injury.